Manufacturer narrative:
Belt sn (B)(4) was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient developed a skin irritation that was bright red and peeling under the electrode on the left side. The patient was issued an additional garment to increase garment laundering and changes. The patient sought medical attention and the dermatologist prescribed triamcinolone and zeasorb af for contact dermatitis and fungus/yeast.